Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was complaining of pain after picking up a case of soda. With conservative treatment, the pain did not subside. During the revision exploration, it was found that the glenosphere was loose and it was removed. The metaglene was checked and all components were stable. A 38+2 glenosphere was implanted and a 38+9 cup was trialed. The surgeon added a +9mm spacer and a 38+3 cup. The patient was stable with these components and they were implanted. Doi: (B)(6) 2020. Dor: (B)(6) 2021; right shoulder.